Event description:
The pt had a total hip replacement surgery on (B)(6) 2009, using a pinnacle device due to degenerated joint disease of the right hip. Shortly after surgery the pt began experiencing pain and popping. On (B)(6) 2011, the pt had blood work drawn and the levels were chromium, serum - 50.9 ug/l (h) cobalt, serum - 87.9 ug/l (h); indicating the need for a revision surgery. The pt underwent a revision surgery on (B)(6) 2012, due to a "metal-on-metal" reaction.